Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unknown surgical procedure, the motor device was ¿heating up¿. According to the report, ¿the surgeon utilized gauze wrapping on his hand to safely handle¿ the device. The reporter stated there were no injuries to the surgeon¿s hands due to the heat. It was further clarified that the gauze was used as a precaution. There was a fifteen to twenty minute delay to the surgical procedure. There was a spare device available for use and the surgery was completed with the spare device. There were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.